Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to display patient information. The issue was affecting only one station. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view patient on the station. A technical support specialist dialed into the system and confirmed device communication, verified patient activity. Confirmed the station inactivity setting was configured to 10 days. Temporarily adjusted the inactivity period to 15 days to allow the patient record to be visible at the device. Medication was removed as required, and the device inactivity setting was returned to 10 days. The system functioned as intended after the technical support specialist troubleshot the device.